Event description:
It was reported that the threads on the cup inserter broke. There was no reported harm/injury to patient or user. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.